Event description:
Reportedly, on 21 august 2023 an upgrade intervention occurred from a pacemaker to a crt-p. At this moment, the lead sensitivity was tested and revealed that the sensing was low and due to a suspected malfunction the physician explant the ventricular vega r58 lead.

Manufacturer narrative:
Investigation summary: the manufacturing process was reviewed and did not reveal any defect that could explain the reported event. Patient files analysis revealed some sensing issues with low and spread ventricular amplitudes on the ventricular autosensing histograms. Undersensing was observed on the ventricular channel (during safer events) on several episodes, due to undetected r-waves (ventricular sensitivity = 2.5mv). Upon reception of the lead, cuts on the external insulation and damages to the outer coil were observed at l=109 mm and l=117 mm from the connector tip. The suture sleeve was returned with similar cuts to those observed on the lead. Those observations occurred during the upgrade procedure when the suture sleeve was cut to extract it. All mechanical and dimensional parameters were within specifications. The electrical tests performed did not revealed any abnormal electrical values and no short circuit between the two lead wires. Given all the information provided and lead investigation, no lead malfunction is suspected to be the cause of the reported event. The most likely hypothesis explaining the event could be related to a ventricular lead micro-dislodgement.

Event description:
Reportedly, on (B)(6) 2023 an upgrade intervention occurred from a pacemaker to a crt-p. At this moment, the lead sensitivity was tested and revealed that the sensing was low and due to a suspected malfunction the physician explant the ventricular vega r58 lead.